Manufacturer narrative:
Analysis was able to confirm the customer comment that the liquid crystal display (lcd) was bleeding and out of specification on the external pulse generator (epg). It was additionally noted that 210 errors were found in the log and the main printed circuit board (pcb) was out of specification. The keypad window was damaged and the epg also required a battery drawer shorting bar. Main world label was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) display had missing segments. The epg has been returned for service. There was no patient involvement reported with this event.